Event description:
Related manufacturing reference number: 2017865-2024-00301. It was reported that the patient presented with dizziness and near syncope. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing that led to pacing inhibition. It was also noted that the right atrial lead exhibited noise and loss of capture. Both leads were explanted and replaced. The patient was stable.

Event description:
New information received indicates the clinician noted the noise on a remote transmission. The noise on the atrial was not reproducible with testing.